Manufacturer narrative:
The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log was reviewed but it unable to show test failures that occur during servicing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. An internal/external inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits which showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the copper mesh was missing thermos compound. The results of the evaluation revealed the cause of the failure to be the copper mesh improperly installed. The copper mesh was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device transferred the fluid outside of the returned instrument testing evaluation (rite) specified limits. There was no patient involved. No additional information is available.